Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
It was reported that the customer was conducting tests on the unit and after approximately 30 minutes, the unit shut down declaring a machine and proximal pressure sensor failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that auto zeroing of the machine and proximal pressure transducers failed. The unit was recommended for bench repair.

Manufacturer narrative:
G4: 22jun2020. B4: 17jul2020. The fse replaced the motor controller (mc) board to da board cable, the mc board, central processing unit (cpu) board, the gas delivery system (gds) assembly to leak test failing. The da board was fitted and the error was addressed. The fse also found that the unit had cracks and scratches and replaced the top cover and the end cap bezel .the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 h10: in addition the field service engineer (fse) reported that the touchscreen was replaced due it being faulty. The front panel assembly, base assembly were also replaced due to cracks and scratches. H11: the mc board to da board cable, mc board and cpu were not replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27may2020. B4: 08jun2020. The fse replicated the reported issue. The fse replaced the data acquisition (da) board; however, the issue did not resolve. The fse replaced the power management board and the shut down/pressure sensor failure was resolved; however, the unit failed system leak testing. Investigation is ongoing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A data acquisition board was returned for analysis. A visual inspection was performed, and no anomalies were noted. An investigation was performed, and the product analysis technician reported that the root cause was due to a component in the proximal pressure sensor.